Event description:
It was reported that the pt experienced complications in 2002 after a rectocele repair with interposition of collagen graft that was performed in 2002. Pt was treated with ancef 1 gram ivpb prior to surgery. Seven urine cultures were performed and e-coli and proteus mirabilis were identified. CT scan of abdomen was normal. Tissue was initially placed in the upper septum of the rectum under no tension via a single, vertical incision. Perma dacron sutures were used to stitch tissue to the lateral levator. Tissue was explanted 5 months later.